Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). There were no reported patient consequences.

Event description:
New information received notes programming changes were completed on (B)(6) 2024 during which the low frequency attenuation (lfa) filter was turned on. The patient was doing well. There were no patient consequences.

Manufacturer narrative:
Correction: section e3 - occupation should have been "nurse" instead of " non-health professional".